Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) encountered difficulty during interrogation. Technical services (ts) provided steps to representative for magnet reset. The interrogation was able to be successfully updated, however there was concern of premature battery depletion. Device data was sent to engineering for review. Data analysis confirmed this s-ICD was prematurely depleting due to increased power consumption. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) encountered difficulty during interrogation. Technical services (ts) provided steps to representative for magnet reset. The interrogation was able to be successfully updated, however there was concern of premature battery depletion. Device data was sent to engineering for review. Data analysis confirmed this s-ICD was prematurely depleting due to increased power consumption. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) encountered difficulty during interrogation. Technical services (ts) provided steps to representative for magnet reset. The interrogation was able to be successfully updated, however there was concern of premature battery depletion. Device data was sent to engineering for review. Data analysis confirmed this s-ICD was prematurely depleting due to increased power consumption. Device replacement was recommended. This device was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) encountered difficulty during interrogation. Technical services (ts) provided steps to representative for magnet reset. The interrogation was able to be successfully updated, however there was concern of premature battery depletion. Device data was sent to engineering for review. Data analysis confirmed this s-ICD was prematurely depleting due to increased power consumption. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) encountered difficulty during interrogation. Technical services (ts) provided steps to representative for magnet reset. The interrogation was able to be successfully updated, however there was concern of premature battery depletion. Device data was sent to engineering for review. Data analysis confirmed this s-ICD was prematurely depleting due to increased power consumption. Device replacement was recommended. This device was then explanted and replaced. No additional adverse patient effects were reported.